Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260, (serial: (B)(6) ); product type: 0200-lead; brand name vectris surescan; product ID 977a260 (serial: (B)(6) ); product type: 0200-lead; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported the leads were broken/ fractured; there was a loss of stimulation. The rep ran impedances and tried to program around it. Cause was not known. The patient had impedance issues on one of the leads. Hcp had to surgically revise the leads and upon doing so the lead was severed at the site of the anchor being attached. Hcp asked to have an analysis done on the lead. Revision occurred on (B)(6) 2024.